Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing confirmed the lead was fractured. An x-ray showed the cathode coil had fractured near the terminal end. This fracture was thought to be the cause of the reported clinical observations.

Event description:
It was reported that this lead exhibited loss of capture (loc) during implant. Several reposition attempts were made, however, did not resolve the issue. The lead was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed to correct data that was submitted in the previous report.